Manufacturer narrative:
Clarification to section d: the device type is not known. Device has been defaulted to saline for coding purposes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture/deflation.

Event description:
Healthcare professional reported left side ¿rupture/deflation¿. Device was explanted.